Event description:
During remote follow-up, oversensing on the right ventricular (rv) lead was observed due to suspected crosstalk. During follow-up in-clinic, diagnostic imaging was performed and no anomalies were observed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.